Event description:
Customer reported the system displayed filament regulator and battery failure errors. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the generator batteries. System operates as intended.